Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). The consumer reported that the ins was removed because it shorted out. No further complications were reported.

Manufacturer narrative:
Codes have been updated to reflect the new information. The new information received indicates the event was not related to a medtronic product. The manufacturer of the device could not be obtained as the patient couldn't recall that information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on february 10, 2020. They reported that the device that shorted out was not a medtronic device. They could not recall the manufacturer of the device that shorted out. No further complications were reported or anticipated.